Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a recently implanted implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead has been showing high, out of range shocking impedances with the commanded test while programmed shocking vector is triad. Programming and procedural recommendations were given for this ICD and rv lead that remain in service. No adverse patient effects were reported.